Manufacturer narrative:
(B)(4).

Event description:
Hamilton medical ag received the following event description: customer reported that a patient was being actively ventilated and the device suddenly switched from usual active ventilation screen to white initiating screen without alarm/alert/change of settings. No ventilation provided to patient during this period. Patient disconnected from ventilator and manually bagged by clinical staff. Ventilator then restarted to regular standby screen with previous settings still intact. Pendant still powered, all other equipment plugged in still working as per usual. No loss of power alarm on ventilator prior to switching off. Ventilator removed from bedspace and patient reattached to alternate ventilator. Patient's respiratory parameters all remained within stable parameters throughout entire episode. Near miss incident. Full logs attached. - no health consequences or impact - pt was manually bagged and then changed to different ventilator.